Event description:
On 07/31/2025, the user reported experiencing a low blood glucose (bg) event while using a recently replaced ilet device. This was the user¿s first dinner announcement with the replacement pump. The user¿s bg reached 42 mg/dl, and they experienced sweating. The low was treated with a sandwich and orange juice, and glucose subsequently increased. The low did not persist for more than 90 minutes. The ilet alerted to the low glucose. No outside assistance or medical intervention was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.